Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
Pt was having an arteriovenous malformation (avm) interventional exam. Templating was used to put glue in certain areas of the brain. The pt stroked as onyx glue was being injected into the cerebral area.